Event description:
It was reported that an accolade/mitch revision took place on the (b)() 2012. No add'l info was provided.

Manufacturer narrative:
Other device mentioned in this report: description: unk mitch cup, cat #unk, lot unk, MFR: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received will be provided in a supplemental report.